Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and therapy cable and was able to verify the reported issue. It was determined that the therapy cable caused the reported issue due to a visible cut in the cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The therapy cable was removed from service and discarded.

Event description:
This device was being used during the disaster relief for hurricane harvey. While connected to a wet patient, the lp15 displayed "connect electrodes" message. They were able to shock the patient after a third set of electrodes was applied to the patient.